Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine device check. Upon interrogation, the pulse generator exhibited undersensing. The device was reprogrammed and the patient remained asymptomatic.